Event description:
The customer reported the device powered off. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During functionality testing, an error message was displayed when a masimo tester was connected. Internal inspection observed contamination inside the connector and under the instrument board. The reported issue was not duplicated. A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues related to this reported event.

Event description:
The customer reported the device powered off. No consequences or impact to patient were reported.